Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient described the area as open sores on back. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied bandages for the open wounds. The outcome of the irritation is unknown as follow up attempts were unsuccessful.